Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-17, information was received from a patient receiving bupivacaine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and lumbar radiculopathy. The patient reported the pump was alarming. The patient was hearing the alarm 5 times in 10 minutes and had been alarming for about 3 weeks. The sound was not consistent with synchromed alarms. They reviewed with the patient that the reported sound was not consistent with pump alarms. The patient believed the pump was alarming because they missed a refill while they were recently admitted to the hospital. The patient then stated that between (B)(6), they have been in the hospital five times. Two of the times, they were because of nervous breakdowns and the others were due to a virus "the doctors still can't put a name to". The last time they got out of the hospital was "end of (B)(6), beginning of (B)(6)", which is when the patient missed a refill. The patient's managing healthcare professional (hcp) could not see the patient until (B)(6). The patient was redirected to their healthcare professional (hcp) and provided additional hcp listings.